Event description:
A customer reported that a dialyzer blood leak occurred after 30 minutes into the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The machine was unknown and alarmed appropriately with a blood leak alarm. Blood leak test strips were not used. The patient¿s estimated blood loss (ebl) was unknown. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a machine and treatment completed successfully with new supplies. The complaint device was discarded and not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Corrections: g3 for follow up 2 should have been 02/09/2023.

Event description:
A customer reported that a dialyzer blood leak occurred after 30 minutes into the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The machine was unknown and alarmed appropriately with a blood leak alarm. Blood leak test strips were not used. The patient¿s estimated blood loss (ebl) was unknown. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a machine and treatment completed successfully with new supplies. The complaint device was discarded and not available to be returned to the manufacturer for evaluation.

Event description:
A customer contacted customer service support reporting that the dialyzer fails 30 minutes after starting the hemodialysis process. A picture was received, and blood was noted in the dialyzer. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: the complaint device was not returned for manufacturer evaluation. Two photos were provided. The photos show a dialyzer wrapped in a plastic bag from different angles. In one of the photos blood is visible in the header of the dialyzer. The report could not be confirmed as a definitive conclusion regarding the complaint incident cannot be reached based on the information provided. During the lot history review it was noted that there was one other complaint reported against the lot. The complaint addresses an external leak that was confirmed to be a dialysate leak with the provided video, no sample was returned. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A customer contacted customer service support reporting that the dialyzer fails 30 minutes after starting the hemodialysis process. A picture was received, and blood was noted in the dialyzer. Additional information was requested, however to date has not been provided.